Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 11:56 p.m., on (B)(6) 2016. The patient claimed obtaining a blood glucose reading of ¿145 mg/dl¿ with the subject device which she felt was high compared to her feelings and/or normal result. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (unspecified type and dose) and she denied making any changes to her usual diabetes management regimen in response to the alleged elevated reading obtained on her meter. The patient reported that approximately 1 hour later at 1:19 a.m., she woke up feeling ¿weak and sweaty¿ and claimed obtaining a blood glucose reading of ¿46 mg/dl¿ with the subject meter. The patient reported that she self-treated her symptoms by drinking approximately 6 oz of juice. The patient also advised that she contacted the paramedics and that upon their arrival, her blood glucose was tested and a result of 50 mg/dl was obtained. The patient denied receiving medical treatment and advised that she declined going to hospital. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open past their discard date and had not expired. The csr also documented that the patient was unable/unwilling to walk through a control solution test. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.